Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a lesion in the left main. The lesion was calcified and had 90% stenosis. The device was inspected prior to use with no issues noted. The stent was advanced but it was reported that the stent displaced along the catheter. The physician removed it using the balloon. Another device was used to complete the procedure. There were no patient complications. Evaluation summary: the stent was not returned with the delivery system. The balloon had been inflated. Crimp impressions were evident along the balloon. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent dislodgement). Patient condition affected effectiveness of the device (the lesion was calcified with 90% stenosis). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent dislodgement). Device failure/lack of effectiveness related to patient condition device (the lesion was calcified with 90% stenosis). (B)(4).